Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred and the touchscreen was partially unresponsive. Customer changed the pump supplies multiple times to resolve the occlusion. Tandem technical support performed a system check and confirmed touchscreen was performing as expected. Customer was satisfied. There was no reported impact to customer's blood glucose.